Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR: right after implant, loss of capture and unacceptable threshold measurements were noted. This lead was found to be dislodged. Three days later, the lead was revised and no adverse patient side effects were reported.